Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
During a review of treatment data sheets sent by the patient's peritoneal dialysis nurse it was noted that the patient experienced an iipv. Per the peritoneal dialysis nurse there was no patient injury due to overfill. The reported drain volume of 4834 was 186% the expected drain volume resulting in a reportable device malfunction.